Event description:
A female patient with bmi 24.56 kg/m2 was enrolled in the study in 2007 with I-vessel disease. The patient's medical history includes hypertension. The main indication for the intervention was stable angina pectoris. The patient's baseline heart rate was 66/min and her blood pressure was 98/55 (mmhg). Angiography revealed a 50%, 15mm, de novo, smooth, concentric, type-a lesion in the proximal lad. The lesion was predilated with a 2.5 x 9mm balloon inflated to 10 atms. A 3.5 x 18mm cypher select plus stent was deployed to 12 atms. The reporter stated, "3 small branches (septal and diagonal 1 and 2) were pinched by the stent causing cardiac enzymes increased post pci". The patient presented some changes on her ECG with troponin elevation of three times above the upper normal level. Final diagnosis was nstemi post angioplasty. The event was resolved without sequel. During the six-month follow-up phone call, to the patient, in 2008 the patient was asymptomatic. The medication treatment of aspirin, clopidogrel, statins and ace inhibitors was ongoing. Lab evaluations: pre-procedure creatinine was done. Post-procedure (6-24 hours and 24 hours-discharge) peak ck and peak ck-mb levels were normal. Post-procedure (6-24 hours) troponin levels two times above the upper normal level. Post procedure (24 hours-discharge) troponin levels were four times above the upper normal level. The patient's pre-procedure medications included: aspirin and ace inhibitors. The patient's intra-procedure medications included: aspirin and heparin. The patient's post-procedure medications included: aspirin, clopidogrel, statins and ace inhibitors.

Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. Additional information will be submitted within 30 days of receipt.